Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -6.50/3.5/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Lens rotation not associated to a low vault is observed. Cause of the event was other with the device not failing as intended.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found (B)(4)